Event description:
This item does not meet the needs or standards for use in the operating room. The product is sterile, which is not being questioned. The product cannot be opened and placed onto a sterile field without being contaminated. Therefore, this product can no longer be used in the operating room.